Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had blank display no harm requiring medical intervention was reported. Troubleshooting was performed. Customer stated that insulin pump was not exposed to moisture. Customer stated that display did returned after insulin pump restart. Customer performed self test successfully. The device will be returned for analysis.